Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with 28 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes would under fill. Patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: the tubes ref (B)(4) are underfilled, the extraction process is normal, in no case do they reach the filling line indicated on the label.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with 28 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes would under fill. Patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the tubes ref 366881 are underfilled, the extraction process is normal, in no case do they reach the filling line indicated on the label.